Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes, investigation conclusions).

Manufacturer narrative:
A getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse discovered that the cable between the crm and the host fell off and/or disconnected, thereby causing the reported failure. The fse resolved the issue by reinstalling the aforementioned cable connection, and thereafter, successfully tested the crm and safety disk. The fse further performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.